Manufacturer narrative:
Ticket searches determined that there is normal complaint for the complaint lot. Review of trending reports for the alinity s anti-hcv assay determined that there are no related trends. A review of labeling concluded that the issue is sufficiently addressed. Device history record review for the reagent lot did not identify any non-conformances, potential non-conformances or deviations associated with the complaint issue. Return testing was not completed as returns were not available. Review of customer data for alinity s anti-hcv reagent, lot 17409be00 at centro autonomico de hemoterapia and appropriate peer sites was performed. The initial reactive rates (irr), the repeat reactive rates (rrr) and the specificity based on zero prevalence at centro autonomico de hemoterapia are comparable to those of the peer sites. At centro autonomico de hemoterapia 17409be00 perform above 99.9%. Additionally, the mean reactive rates and specificity based on assumed zero prevalence across all customers using the complaint lot are within product requirements. Based on the results of this investigation no systemic issue or deficiency was identified. Alinity s anti-hcv reagent lot 17409be00 perform above 99.9% is performing as expected.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Was this device serviced by a third party? No. Multiple sample ID = (B)(6). A patient information: no further information was provided. This report is being filed on an international product, alinity s (B)(6), list number 6p04-55, that has a similar product distributed in the us, list number 06p04-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained false repeat reactive alinity s (B)(6) results for multiple samples. Between (B)(6) 2021 and (B)(6) 2021 the following initial and repeat anti-hcv results were generated on two analyzers: sample ID (B)(6). The customer indicated the samples were (B)(6) on immunoblot. No impact to patient/donor management was reported.